Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight and opening on anterior. A visual and microscopic analysis was performed which identified striated opening, crease sharp opening, stress marks, non-penetrating nicks, crease fold and calcification (approximately 2%). Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool and an opening crease sharp on anterior due to fold flaw opening.

Event description:
Physician reported right side rupture and capsular contracture, baker grade iii. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported right side rupture and capsular contracture, baker grade iii. The device was explanted.